Manufacturer narrative:
The device was evaluated by ventec where the reported issues of displaying a patient circuit disconnect alarm and being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was solenoid valve 5 (sv5) located on the flow board of the ift.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying a patient circuit disconnect alarm and that it was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.